Manufacturer narrative:
Block b3: exact date unknown, event occurred the date the system was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7074288.

Event description:
It was reported that the patient experienced an undesired sensation. All components were explanted and discarded per hospital policy.